Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ reporter contacted lifescan (lfs) alleging the patient's unknown onetouch meter was reading inaccurately compared to his feelings and/or normal results. The medical surveillance specialist (mss) was unable to follow up with the patient or reporter. The complaint was classified based on the customer care advocate (cca) documentation. One year prior to contacting lfs, the reporter alleged the issue began. The reporter stated that the patient uses insulin to manage his diabetes, but the type was not reported. The reporter stated that the meter was reading incorrectly, and was not able to specify if it was a high or low reading. It is unknown if the patient made any changes to his usual diet or activity level on the day of the alleged issue. It is unknown if the patient developed any symptoms due to the alleged issue. The reporter stated due to the alleged issue, he was hospitalized. The reporter stated that treatment was received by the patient from a healthcare professional; however, the specific type of treatment was omitted. The date of the hospitalization is unknown. It is unclear how the patient was transported to the hospital. It is unknown if the patient was admitted for an acute complication of diabetes, or for any other co-morbidities. At the time of troubleshooting, the reporter was unable to provide any information regarding the meter or test strips. Therefore, the alleged issue remained unresolved. This complaint is being reported because, the reporter claims the patient obtained inaccurate readings, administered the incorrect amount of insulin, and was treated in the hospital by a healthcare professional.